Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited multiple right ventricular oversensing alerts. Myopotential oversensing during respirations was suspected. Further in clinic patient evaluation and programming changes were discussed. No intervention was reported. The patient was stable.